Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023 at 7:30 am the cgm value was 47 mg/dl, and the dblg1 suggested the patient consume 25 grams of carbohydrate. No symptoms or bg finger stick values were specified. After eating the carbs, on the way to work the patient started to feel unwell and stopped at the hospital for evaluation. The bg finger stick value was 568 mg/dl and the bg lab test value was 574 mg/dl. Ketones were not checked. The patient received treatment with subcutaneous (sq) and IV insulin for bg values above 400 mg/dl. Treatment included IV fluid and 12 units of insulin); and (actrapid insulin 12 units, abdomen). The patient remained at the hospital for three hours (8:30 am to 11:30 am) and was discharged after they recovered. The bg finger stick level prior to discharge was 154 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.